Event description:
Based on additional information received on 22-nov- 2017, this case initially processed as non-serious was upgraded to serious as serious event of device malfunction was added. This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 21-nov-2017 from the other non-health care professional (office staff). This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient experienced right knee increased pain. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (lot number: 7rsl021; dose, indication and expiration date: not reported). On an unknown date in nov-2017, unknown latency, patient experienced increased right knee pain post injection. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017 and 18-dec-2017 (processed together with clock start date of 22-nov-2017). This case initially processed as non-serious was upgraded to serious as serious event of device malfunction was added with details. Global ptc number and ptc results were added. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had increased right knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.